Event description:
The customer reported that a plastic piece fell into the open incision during a laminectomy procedure. It was retrieved with no issues to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection of the incident sample confirmed the ptfe insulator was not secure on the electrode. The cause of the failure was identified as a supplier assembly error. There was inadequate heatshrink of the blue insulation which holds the clear insulator in place. Subsequent to the manufacture of the incident device, all processing equipment was revalidated during an equipment transfer between supplier facilities.